Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced skin overgrowth and pain at abutment site and was subsequently treated with topical and oral medications (date and duration not reported).

Manufacturer narrative:
It was reported that the patient underwent a skin revision (date not reported).